Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. In addition, significant pt device manipulation may have contributed to the device failure.

Event description:
Reporter indicated a pt had vns lead replacement surgery due to a lead fracture. During the surgery, the lead was noted to be twisted and looped tightly in multiple locations due to the pt manipulating the generator in the pocket. No x-rays were performed. All attempts for return of the explanted lead for product analysis have been unsuccessful to date.